Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "patient developed a bia-alcl following right breast reconstruction with a textured implant."

Event description:
Healthcare professional reported right side "patient developed a bia-alcl following right breast reconstruction with a textured implant." Histopathological markers confirming alcl have not been received. The device has been explanted.